Manufacturer narrative:
Device passed self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with cracked reservoir tube lip, cracked belt clip slot, cracked case from display window corner, stained end cap sticker, stained address/serial number label and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had act button not working. The customer¿s blood glucose was 12 mmol/l. The customer was assisted with troubleshooting. Customer reported that they observed time clock for one minute to verify time advanced when went to next minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.